Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two ozark screws at c6 fractured approximately one-year post operatively. Revision surgery has not been performed or scheduled at this time. This report represents the first of the two ozark screws.

Manufacturer narrative:
The patient was implanted with hardware on 20-nov-19. The construct spanned from c3-c6, and it was composed of a three (3) level plate, eight (8) screws, and interbodies. Upon review of the provided radiographic image, the reported fractures were confirmed. The fractures appear to have occurred bilaterally at the caudal-most level of the construct (c6). Evidence of fusion can be seen in the provided image. Device and complaint history records could not be reviewed as a valid lot number could not be obtained. According to the ozark surgical technique, implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. The integrity of the construct could have also been influenced by the number of levels instrumented. The use of a larger construct could have created an increase of dynamic loading at the caudal levels, contributing to the observed fractures. However, as the devices remain implanted in the patient, the cause of the reported event could not be established conclusively. H3 other text : device remains implanted in the patient.

Event description:
It was reported that two ozark screws at c6 fractured approximately one-year post operatively. Revision surgery has not been performed nor scheduled at this time. This report represents the first of the two ozark screws.